Event description:
On (B)(6) 2012 consumer claims that while brushing their teeth they chipped a tooth.

Manufacturer narrative:
On (B)(4) 2012 the unit was requested for evaluation, prepaid shipping label was sent to the consumer to send the device back. On (B)(4) 2012 have not received the unit, will file a follow up.